Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. Programming interventions were made. There were no patient consequences.